Event description:
On (B)(6) 2026, the patient reported inability to activate pods, with a communication error occurring during activation, resulting in interruption of insulin therapy. The patient was unable to resume treatment due to lack of available pods. Subsequently, the patient sought medical attention at an emergency department, where the patient reported hyperglycemia for several days, with blood glucose levels reportedly above 400 mg/dl, accompanied by inability to think clearly and rapid heartbeat. No specific diagnosis was provided. The patient received insulin via pen injections and was discharged the same day after approximately 30 minutes. The pod was not worn during medical attention as activation was unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.